Manufacturer narrative:
Related MFR number 2916596-2021-06662 (onset of pseudomonas bacterial infection). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted on (B)(6) 2022 for a major infection with shortness of breath, nausea and vomiting. The patient was positive for pseudomonas sepsis on (B)(6) 2022. The infection had recurred despite the patient being on oral antibiotics at home. The patient was given ceftazidime and ciprofloxacin.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.